Manufacturer narrative:
Submitted: 05-dec-2017. The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: device evaluation: on investigation, the battery compartment was noted to be cracked and there was moisture corrosion found on the contacts of all the keypad buttons.

Event description:
The pump was returned for investigation. Investigation revealed a case/condition and a moisture issue. This report is made based on results of investigation completed on (B)(6) 2017.